Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Shutdown bar appear on the screen intermittently when the machine is running. An automatic shut-down can not happen as there is a specific sequence the power button needs to follow (push, release for 2 to 3 seconds, push and hold for ten seconds). Previous investigation shows that the internal pollution with electronically conductible dust can cause this behavior. Customer mentioned that issue no longer reproducible.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet

Event description:
It was reported to vyaire medical that the bellavista 1000 ventilator turns off and on by itself. Furthermore, there was no patient involvement associated with the event.